Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 occurred during basal delivery. Customer's blood glucose level was 226 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.